Manufacturer narrative:
Review of device history logs confirmed the system functioned as intended. The user reported error occurred due to a discrepancy of the vavd valve between the setpoint and measured value due to circuit setup. The unit has since been used successfully onsite.

Event description:
The perfusionist reported the inability to adjust the vacuum during the procedure. The issue was able to be resolved and there was no patient harm; however, spectrum medical considers this type of event to be reportable.